Event description:
Complainant alleged that while attempting to pace a pt (age # gender unk) the device was unable to capture the pt's heart rhythm. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.